Event description:
On (B)(6) 2016, a 28 mm liner was implanted with a 32 mm head. Error not caught until several days post op. The 28mm liner was then exchanged with a 32 mm liner to match the 32 mm head. All package labeling shows that the product was labeled correctly.

Manufacturer narrative:
Patient labeling received. Part was labeled correctly. Not a labeling issue.